Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient would like to have ins removed because she never turns it on, it was a mistake putting it in, it was constantly painful in the butt at ins site. Patient had an incident where she got hit at the ins site with a sharp door knob and it brought her down to the knees it hurt so badly. Patient stated it hurts off and on all the time and every once in a while it will hurt and then it will go away. Patient also stated it always worked properly the way it should if she is standing up straight with the device on however if she wants to lay down it went extremely high or if she sat down in a hard chair it changed. It just depends on how the patient moved. Patient has the device off and wishes to have it removed. Patient said they did not want to go back to their previous health care professional (hcp) patient said it was a horrible surgery, extremely painful. Patient also mentioned they were disabled. No further patient symptoms or complications were reported in this event.